Manufacturer narrative:
(B)(4). The service engineer verified the reported complaint and replaced the graphic user interface central processing unit (gui cpu) and installed software to correct the problem. All performed tests and calibrations were passed.

Event description:
It was reported that the ventilator had an erratic top display while in patient use. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm.